Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "foci of associated chronic inflammatory infiltrate." Device was explanted and replaced.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.